Manufacturer narrative:
(B)(4). The device was confirmed to have hv circuit damage upon receipt. An arc mark was observed on the can where lead conductor metals mp35n and silver were found. The low voltage circuitry tested normal during bench testing. High voltage circuit resistance measurements established that two transistors were shorted. This damage precluded high voltage testing. The hv circuit damage was caused by the high current during an arc between a lead conductor and the can. Inappropriate therapy was confirmed in the stored electrograms. The therapy was due to noise which was random in frequency, amplitude and duration. No noise was seen on the real time egms and the low voltage functions of the device tested normal, including sensing. The cause of the noise was not conclusively determined during the device analysis.

Event description:
It was reported that patient had inappropriate therapy due to a suspected lead insulation defect. Also there was low high voltage lead impedance and several lead connector warnings. The lead was capped and replaced but still the high voltage lead impedance was low. A new lead was implanted but still the impedance was low so the second lead was also replaced. The device was then replaced. With the new device the high voltage lead impedance was in range. There were no other consequences for the patient other than the inappropriate therapy and prolonged procedure.